Manufacturer narrative:
The received device had the cannula assembly fully deployed. The exposed portion of soft canula was observed to be kinked. The length of soft cannula was observed to be within specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown.the product was returned with a different lot number than was reported and noted on the initial MDR. Lot number changed from unavailable to pd1c12092041. Expiration date changed from unavailable to 6/9/2022. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Device mfg date changed from unavailable to 12/9/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod. When removed from the infusion site, the pod's cannula was found bent. As treatment, a new pod was applied.